Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that white particulate matter was observed in the tubing of a titanium transfer set. This was noticed during use. The set had been in use for four months. There was patient involvement, but no patient injury and no medical intervention. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and it was noted that a white residue was inside the tubing. The white residue had similar characteristics to and was identified as fatty acid likely calcium stearate, calcium carbonate, and a small amount of carbonyl-based material. The reported issue was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.